Event description:
It was reported that metal piece of self capture window broke off. Piece fell into the patient and was recovered with an arthroscopic grasper. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
A relationship between the device and reported incident was established based on our visual observations. From the information provided, it was reported that metal piece of self capture window broke off. Piece fell into the patient and was recovered with an arthroscopic grasper. Visual evaluation of the returned disposable firstpass suture passer shows it was received with its suture capture broken. Based on visual observations, customers complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Or (2) incorrect suture used during the case. Excessive force applied to the product or incorrect clinical suture used can result in product failure or damage to the product. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device evaluated by the manufacturer. Evaluation codes updated.